Event description:
Per the clinic, the patient underwent a revision surgery (specific date not reported) to reposition the receiver/stimulator that had been displaced from its intended location. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 09, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on july 14, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on may 17, 2022.